Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a catheter replacement of the patient's dysfunctional left jugular tunneled catheter, the blue sheath that goes into the center of the lumen broke when the surgeon tried to remove it. All pieces were removed and accounted for. It was also mentioned that after a third attempt, a new device was inserted without incident. A post chest x-ray was ordered and showed that the dialysis catheter tip was projecting over the junction of the superior vena cava and right atrium. There was no reported patient outcome.